Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient didn't know if they had an infection. The patient reported that they were experiencing left side vaginal pain and the ins was on the right side. The patient indicated that prior to the call they had already tried both increasing and decreasing stimulation, but the patient still had pain. The patient was advised that the ins could be turned off to determine if the pain resolved. The patient also indicated that they were seeing a new healthcare provider (hcp) later in the week. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.